Manufacturer narrative:
On 07-apr-2021, mentor received additional information about the event: the patient suffered from bilateral rupture of her breast prostheses. A separate medwatch report will be submitted for the patient¿s contralateral breast prosthesis. The patient identifier is (B)(6). The patient dob is (B)(6) 1945. The event date was estimated to be (B)(6) 2021. The patient is scheduled to undergo bilateral explantation on (B)(6) 2021. Reason for device explant and/or reoperation: breast prosthesis rupture. D6b explantation month, day, and year:(B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured after implantation. It was not specified if it was the patient¿s left or right breast prosthesis that ruptured. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.